Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection. The patient was given antibiotics and the device will be removed. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was not available for return.

Event description:
Follow-up indicated that the device was removed and the patient has been scheduled for re-implantation. It was noted that the infection was not caused by the device.